Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges they fell off of scooter when riding down a curb cut out.

Manufacturer narrative:
It was determined that it was user error. The unit did not malfunction in any way, it was just not the right choice of unit for the client. Dealer offered to upgrade unit but customer declined. No further contact from consumer.

Event description:
Consumer alleges they fell off of scooter when riding down a curb cut out.